Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012318204); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the vlv evolutfx-26 valve, a deformity was observed. Initially, a "sharp curvature" in the capsule was noted during the first attempt to load the system. During the second attempt, significant overlap in the outflow region of the valve was observed on fluoroscopy. Upon unloading the prosthesis and placing it in sterile saline solution, a bent crown and fracture in the stent were detected. The valve and delivery system were subsequently exchanged and replaced due to these issues. There was no harm to the patient as the prosthesis was never implanted.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - fdd/annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the vlv evolutfx-26 valve, a deformity was observed. Initially, a "sharp curvature" in the capsule was noted during the first attempt to load the system. During the second attempt, significant overlap in the outflow region of the valve was observed on fluoroscopy. Upon unloading the prosthesis and placing it in sterile saline solution, a bent crown and fracture in the stent were detected. The valve and delivery system were subsequently exchanged and replaced due to these issues. There was no harm to the patient as the prosthesis was never implanted. Additional information was received indicating that the misload was identified via visual inspection. It was further noted that the overlap involved the node near the c-tab and a bent "diamond" (crown) was identified. According to the reporter, stiffness was felt during the loading process. The reporter also confirmed that the loading issues were not due to an inexperienced valve loader.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in an evolut box and original jar with its s/n tag fully submerged in clear solution. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. A bent strut was observed on the outflow crown. A fracture was observed on the outflow crown next to the bent strut. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.